Manufacturer narrative:
(B)(4). Date sent: 2/18/2021. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Inferior vena cava incision and thrombectomy. What is meant by ¿felt unwell¿? The surgeon do not willing to share more details. What was the 2nd procedure performed? Inferior vena cava incision and thrombectomy. What was the cause of death? Unable to know. Was an autopsy performed? If so, can the results be shared? Unable to know. Does the surgeon know the etiology of vena cava thrombosis? Unable to know. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that transected left hepatic vein with pve35a + vasecr35 during the laparoscopic left hemihepatectomy on (B)(6) 2021, after fired, opened the jaw and found massive hemorrhage, then the surgery changed from endoscopic to open surgery. The surgeon did not find any staples when using suture to oversew. The patient was admitted to ICU for observation after operation because of acute renal failure caused by massive hemorrhage. Patient felt unwell on (B)(6) and had a second surgery. During the laparoscopic left hemihepatectomy on (B)(6) 2021, the first firing used the pve35a + vasecr35 to sever the left hepatic pedicle, after fired with no abnormal staple line and cut line, continued to transect the left hepatic vein with pve35a + vasecr35, after fired, opened the jaw, found massive hemorrhage, then the surgery was changed from endoscopic to open surgery. The surgeon did not find any staples when suture was used. The patient was admitted to the ICU for observation due to acute renal failure caused by massive hemorrhage (bleeding volume about 4300 ml, red blood cell suspension 13 u, frozen plasma 900 ml). On (B)(6), the patient felt unwell and underwent a second operation (operation name: inferior vena cava incision and thrombectomy), the amount of blood loss was about 1500 ml, which was returned to the patient after blood recovery. The patient was transferred to the ICU for further recovery after surgery, and the patient died on (B)(6), the specific reason is not known at present.